Event description:
On (B)(4), 2012 it was discovered that there was an error in the manufacturer's receiving department; the lead was in fact not returned for product analysis and has not been explanted.

Manufacturer narrative:
Follow-up report #1 inadvertently listed that lead was returned for product analysis.

Event description:
An article was found which contained information regarding the in situ repair of the vns lead product for 6 patients. It was noted that 5 of the 6 patients had low impedance values pre-operatively, and the 6th patient had normal impedance, but was found during the course of an elective generator replacement to have fractured electrode insulation. It was noted that where the lead insulation was noted to be compromised, it was irrigated with antibiotic-containing solution and dried with a gauze sponge. An appropriate length of silastic tubing that was sufficient to cover the damaged outer sheath with an additional 1-2 cm of tubing extending beyond the damage on either side was then cut. A fresh no. 11 surgical scalpel was used to make a lengthwise cut down one side of the catheter tubing, opening the catheter so it could be slipped over the damaged area. The cut catheter was then delicately placed around the damaged sheath and secured at multiple points with circumferential 2-0 silk ties until there was no longer a bend in the lead or exposed inner electrode wires. Cyanoacrylate glue was then introduced into the open side of the cut catheter as a sealant in and around the damaged external insulation, up to either end of the repair. The glue was then allowed to fully dry. At this point, the repaired segment was handled in a similar fashion to the undamaged wiring and reimplanted. It was noted that one patient had some internal wiring exposed. For this patient, the physician performed the same steps for the internal wiring and then performed the steps again for the external wiring. Follow up for the patients ranged from 12 to 87 months. All 6 patients have maintained unchanged seizures control. Two of the patients have since undergone generator replacement surgery due to end of vns generator battery life. Both of the patients remain with the original repaired leads and unchanged appropriate lead impedance. A search of the manufacturer's internal databases found that one of the patients was already reported through this MFR. Report, and a second patient was reported through MFR. Report # 1644487-2012-00030. However, the 4 remaining patients were unable to be identified with the information provided and were reported through MFR. Report # 1644487-2016-02421.

Event description:
Additional information was received on (B)(4), 2012 when the patient's lead was returned to the manufacturer for product analysis. The date the lead was explanted was unknown. Product analysis on the lead is currently underway and has not been completed.

Event description:
On (B)(6) 2011, a vns treating nurse practitioner reported that during the patient's prophylactic battery replacement surgery that day, low impedance was discovered when the new generator was attached to the patient's old leads. There was no manipulation or trauma that was believed to have caused the low impedance. Diagnostics prior to surgery showed a dcdc value of 0, but did not show low impedance. Instead of replacing the leads which is what the manufacturer recommends, the surgeon decided to try and "repair" the lead by shunting the lead with electrode tubing from a different manufacturer's tubing kit and then applying dermabond to the lead. The manufacturer's consultant reported that the surgeon was aware of the manufacturer's recommendation to replace the lead, but the surgeon decided to try and "repair" the lead himself despite this. System diagnostics performed after this showed the impedance as being within normal limits.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.